Event description:
The customer reported being hospitalized for low blood glucose of less than 40g/dl. The customer stated that the insulin pump was removed upon her admission. Troubleshooting was performed. Ran a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.